Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "patient underwent to surgery for a fixation of a vertebral fracture more or less 2 years ago. Recently during an MRI emerged the breakage of one of the two rods. Patient had no symptoms caused by the rod breakage, anyway the surgeon decide to remove the implants. Surgeon asks to know the reason of the rod breakage."

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the xia 3 titanium rod was confirmed to have fractured via visual inspection of the returned device. The IFU states that implants cannot replicate the flexibility, strength, reliability or durability of normal healthy bone. It also states that the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated. Conclusion: the most probable factor that caused the rod to break is prolonged loading over time which led to fatigue fracture. The root cause of fracture is multifactorial.

Event description:
It was reported that "patient underwent to surgery for a fixation of a vertebral fracture more or less 2 years ago. Recently during an MRI emerged the breakage of one of the two rods. Patient had no symptoms caused by the rod breakage, anyway the surgeon decide to remove the implants. Surgeon asks to know the reason of the rod breakage."